Manufacturer narrative:
At this time it is not known if the device will be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
On (B)(6) 2012, I had a stryker implant placed in my hand. At my 6 week follow up appointment, it was demonstrated through the x-rays taken that the implant had bent. Four weeks later on (B)(6), it was demonstrated the the implant had broken.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported incident could be confirmed since x-rays and pictures show a broken plate. The affected device was returned to the distribution site but because of a legal action, the device could not have been sent to the investigation site x-rays were provided showing a gap on the fracture site, the compression seems to be not sufficient for a good consolidation. This could be confirmed with the follow-up x-rays, there is no callus formation after 6 weeks. It is unusual especially on a young man with good bone quality. The device is bent indicating some force was applied on the implantation site. The 10 weeks follow-up x-rays show a broken device and a big gap between the 2 bone fragments. The breakage is a typical overload failure. Therefore this case could be classified as user related. The patient was reported to play guitar before bone consolidation op reports were provided: they read there was a non union after 10 weeks and that the patient was able to play guitar without having pain. During the revision surgery, the surgeon noticed fibrous tissues he had to remove around the fracture site. Please note that the current IFU reads: possible system adverse effects in many instances, adverse results may be clinically related rather than implant related. Non-union or delayed union which may lead to breakage of the implant. Severe bending and fracture of an implant. Increased fibrous tissue response around the fracture site due to unstable comminuted fractures. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2012, I had a stryker implant placed in my hand. At my 6 week follow up appointment, it was demonstrated through the x-rays taken that the implant had bent. Four weeks later on (B)(6) it was demonstrated the the implant had broken.